Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported suction issues during a lasik flap creation on a patient's right eye. Upon follow up, surgery was completed as scheduled. Patient is reported to be doing well. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.